Manufacturer narrative:
H3: product analysis of part# kpt1002, lot# 228263929 visual and optical inspection confirmed a piece of the plastic mold used to create the handle is inside the shaft of the introducer. The instrument appears to have manufactured this way. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding a product used in spinal therapy for primary osteoporosis. It was reported that the inner tube of the osteo-introducer did not pass through one of the two outer tubes, making it impossible to assemble. There were no further complications or symptoms reported as a result of this event. Additional information was received via manufacturer representative that there is no allegation against balloon. Procedure involved in the event was balloon kyphoplasty (bkp). Procedure was completed successfully with other product and hence there is no impact on patient. There is no susception of manufacturing issue as the reported event happened during normal usage of reported device.